Event description:
The level detection module issued a low blood reservoir level alarm, even though the blood level was not below the alarm limit. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not yet begun.